Event description:
Pt underwent emergent percutaneous transluminal coronary angioplasty & stent placement. At closure the perclose device couldn't be removed which necessitated surgical intervention to remove device and repair artery. Upon inspection there was one needle of the device which did not return but gathered a large portion of the common femoral artery up into the sheath. Pt underwent surgery to repair and was discharged is satisfactory condition.